Manufacturer narrative:
H6: investigation summary: customer returned (6) loose 1/2cc syringes. Customer states that the needle is shorter than normal. The sample was tested with the length gauge and the cannula length fell within specifications for 8mm cannula length. Since the samples were returned loose and without any packaging, it is difficult to determine how it was packaged. This issue cannot be confirmed as no packaging was returned with the product. A review of the device history record was completed for batch# 0258236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no packaging was returned with the product. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ needle portion of the insulin syringe was "shorter than normal". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "1 pc of needle is found shorter than normal."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle portion of the insulin syringe was "shorter than normal". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "1 pc of needle is found shorter than normal."